Event description:
It was reported that the implantable cardiac monitor exhibited diagnostic anomaly. No other information was available.

Manufacturer narrative:
Further information requested but was not received.